Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. On a verification visit, the service engineer found that the expiratory channel printed circuit board (pcb) was faulty. The faulty expiratory channel pcb is the property of the customer and was not returned. No device logs were received. No further issues have been reported. As no device logs were received and no part was returned for investigation, the reported problem cannot be confirmed nor any root cause identified.